Event description:
It was reported that the insulin pump alarmed motor error during infusion set change. The customer's blood glucose was 359 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The customer did not want to perform troubleshooting for the high blood glucose because they were in a rush. They stated that they will treat with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.